Event description:
This unsolicited device case from united states was received on 08-aug-2014 from a patient. This case concerns a female patient of unspecified age who developed lot of problems with her knee/pain started back after receiving treatment with synvisc one injection. No relevant medical history, past drugs, other concomitant medications and concurrent conditions were reported. On an unknown date in 2014, the patient initiated treatment with synvisc one injection, once dose, route of administration, batch/lot number and expiration date were not provided) into right knee for an unknown indication. Since an unknown date, about five and a half weeks ago, patient experienced a lot of problems with her knee and stated that "I don't know what the medication did to my knee." It was reported that the rheumatologist who injected it was on vacation and an orthopedic physician then later injected her with cortisone. It was okay for a day or a day and a half and then the pain started back again. After this experience, the patient had decided that she no longer wanted the other injection for her left knee. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: intervention required.